Event description:
Reporter stated that patient had been experiencing elevated blood glucose readings (400 mg/dl), while using the suspect device. Reporter transported patient to the hospital, as were not feeling well. Upon their arrival in the hospital, patient's blood glucose measured 50 mg/dl (using a hospital blood glucose monitor). Patient was given a glucose cream to elevate their blood sugar. At the time of the report, patient had already disposed of the test strips. Reporter indicated that he test strips in use, during the event, were expired. Additionally, controls had not been run on the system.